Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿no complaint against the device¿. Later healthcare professional reported deflated. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported left side ¿no complaint against the device¿. Later healthcare professional reported deflated. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; g1; g2; h6.

Event description:
Healthcare professional reported ¿no complaint against the device¿. Later healthcare professional reported deflated. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.